Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Since the blank display incident, the insulin pump did not seem to function properly. Customer's blood glucose level was high. Her blood glucose level was 337 mg/dl. The customer repeated in several occasions that she was not feeling well. The customer believed the insulin pump was causing her high blood glucose levels. She went to a care center to make sure she did not have an infection or anything that would cause her blood glucose levels to be high. The self-test passed. In the alarm history only low reservoir alarms were found. The customer was calling back after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.